Event description:
It was reported that prior to a biopsy procedure, the plastic packaging was allegedly had broken. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: a sealed maxcore core disposable biopsy instrument was received for evaluation. During visual evaluation, it appeared the plastic outer packaging was cracked near the distal tip of the needle. Plastic pieces were noted to be inside the sealed product packaging. The plastic packaging was noted to be broken at the distal end with the tray still attached to the label. Cracks were noted to the plastic where the break was located. Adhesive was noted to the label. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported packaging problem (tear, rip or hole in device packaging) as the plastic packaging was noted to be broken at the distal end. A definitive root cause for the reported packaging problem (tear, rip or hole in device packaging) could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.